Event description:
While turning knob on the stapler, the knob broke off into surgeon's hands.====================== manufacturer response for stapler, surgical, covidien, lp.======================we gave to the rep to bring back to the company for evaluation. Haven't heard anything.